Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would not communicate with clinician programmer and the ipg was inoperable and not providing therapy. To address the issue patient may be awaiting surgical intervention at a later time.